Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00148 (alarm level sensor). Per follow-up with the ccp: the sensors were mounted flat, no seam or label. They do not clean the level sensors. Per the field service representative (fsr), for now the ccp has elected for me not to come out there to check out the reported issue. The ccp has elected with the fsrs help over the phone to do some troubleshooting. There is another system-1 (aps1) perfusion system there as their backup in the closet. We decided to take a first step over the phone; to change out both level sensors alert and alarm with the sensors on the back-up aps1. They are starting a case and this is the last one for this week. If the problem goes away after changing out both sensors, the fsr advised the ccp that she can order both new alert and alarm sensors or further troubleshoot which sensor it actually is or it may be the module. The fsr completed the notice of field correction (nfc) for software update for both aps1s this past december 2015 during their preventive maintenance (pm). The fsr will wait to hear from the ccp on the outcome. Per follow-up with the field service representative (fsr) on (B)(6) 2016: the perfusionist (ccp) stated that she has not had any problems since replacing both level sensors. The ccp has been very busy with a lot of cases with many hours of using the other level sensors. She and the others are more than satisfied with the other sensors from the other system-1. There hasn¿t been one problem since switching them out. The ccp said to the fsr that she will be giving the sensors in question, back to the manufacturer sales representative and that she will be ordering new sensors herself. The reported complaint was confirmed. During laboratory evaluation the product surveillance technician (pst)inspected the surface of the sensor and found excessive wear confirming the issue. The pst connected the level sensor to a level detect module which was connected to a system 1 simulator, attached the level sensor¿s head to water reservoirs, assigned the level detect module to a perfusion screen. Immediately, ¿not attached¿ alert messages were seen from the alert level sensor. The pst inspected the surface of the sensor and found excessive wear. He also noticed that the sensor fit loosely in the water reservoir because of the worn surface. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were intermittent "level not attached" alerts on the perfusion system. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on 18-feb-2016: according to the perfusionist (ccp) during set-up, when the level sensing system was turned on, she noted "level not attached" messages on the central control monitor (ccm). This alert indicates the coupling of the level sensor to the reservoir has been compromised. This alert does not lead to a pump response. These messages continued intermittently for the remainder of the set-up and into cardiopulmonary bypass. The ccp removed the sensor from the level sensor pad and re-applied the silicone gel packaged with the sensor pads. The ccp reconnected the sensor and the "level not attached" message persisted. The ccp stated that they use a terumo rx25 reservoir and that there was adequate volume in the reservoir. They allowed several hours for the level pads to cure before attaching the level sensors. The ccp stated that there appears to be no damage to the levels sensors. The ccp said that they will use the sensors from their back-up unit on their next case to see if that resolves the issue. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.